Event description:
The patient reported that she had a bravo ph monitor placed and it remained attached for twelve weeks. She stated that the study was unsuccessful and also that during this time she experienced difficulty eating, weight loss, chest pain, vomiting and pneumonia. She also stated that she was hospitalized one week after placement for four days and that x-rays taken weekly confirmed that the bravo capsule remained attached. She said this also happened to her a year and a half ago, the capsule had to be surgically removed after three months. Follow-up with the hcp revealed that the patient was admitted to the hospital for gerd symptoms prior to the bravo placement. While in the hospital, the physician performed manometry and the patient was determined to be a good candidate for bravo. Two days after admission, a bravo ph monitor was placed without complication and the patient was discharged the next day. The hcp reported that a successful study was completed. It was also reported that the patient did not have pneumonia and that her weight loss was prior to the bravo placement. Four days after placement, the patient was admitted to a different hospital for nausea and vomiting. The patient had a fundoplication done in the past and while admitted, she had a consult for this procedure. The bravo capsule was still attached at this point. The patient's outcome is unknown at this time. Further information is being requested.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.